Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and photo were available for evaluation. The electronic device-use logs were also available. A review of the system logs showed evidence of multiple fpga reset/reprogram failures. It was reported that the screen displayed a power handle error and the adapter did not recognize the reload on the handle. The reported issue was confirmed. The most likely root cause was device design. This issue can occur due to (field programmable gate array) fpga being unable to reset. Internal process improvements have been initiated to mitigate this issue. The product analysis detected an additional condition that was not related to the reported issue: the rear housing was removed and there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board. The most likely root cause for the additional condition is device design. This issue can occur due to the rear handle housing pushing against the flex cable. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, when the nurse was prepared the handle with the reload, the error picture in the display of the handle (power handle error) was seen. Only the handle was replaced to complete the case. There was no patient involvement.